Event description:
Site experiencing erratic results on albumin, glucose, and alt. Patients were not treated as a result of the results received. The field service representative determined there was a sample probe obstruction and particles in the incubation bath. The field service representative repaired the instrument and performed performance check tests.